Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged there was a false negative on drawer b station k6. Results were not reported out. No patient impact. Report 2 of 2.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged there was a false negative on drawer b station k6. Results were not reported out. No patient impact. Report 2 of 2.

Manufacturer narrative:
H.6 investigation summary: customer contacted bd support regarding their bactec fx top 441385 sn (B)(6) alleging false results on station k6. The customer stated a suspension was inoculated into 2 different ped bottles and was inserted into 2 stations, at drawer b station k6 and k7, but only k6 called out as no growth. When subcultured, organisms from sample k6 grew. Bd service reached out with a service quote, but no communication was ever received back from the customer. The complaint has been closed due to lack of communication. The root cause is unable to be determined and the complaint is unconfirmed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review shows one prior complaint opened for false positive results, which was root caused to coupler failure. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.